Event description:
The reporter claimed that she was admitted to the hospital with a blood glucose reading of 48 mg/dl. There was no report of a product malfunction. During troubleshooting, the animas representative noted the following: the history in the pump was correct. There was no air bubble present. The insulin site of dispense was fine without bent cannula and leaking issues. This complaint is being reported because the patient reportedly experienced a hypoglycemic episode while he managed her diabetes with the animas product.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on properly with functional display; auditory and vibratory alarms were found to be functioning appropriately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no insulin delivery issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.